Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in needle broke off. The following information was provided by the initial reporter: material no:(B)(4). It was reported that the needle broke off through the side of the sheath. Verbatim: the nurse was starting an IV on a patient and blood began to come out of the site so she pulled out the needle. She could see that the needle had broken off through the side of the sheath.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in needle broke off. The following information was provided by the initial reporter: material no:392523, batch no: unknown. It was reported that the needle broke off through the side of the sheath. Verbatim: the nurse was starting an IV on a patient and blood began to come out of the site so she pulled out the needle. She could see that the needle had broken off through the side of the sheath.